Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of high erroneous results for 2 patient samples tested for gluc3 glucose hk (gluc3) on a cobas integra 400 plus. Patient 1 initial gluc3 result was 212 mg/dl. This result was reported outside of the laboratory where the physician complained. The sample was repeated and the result was 97 mg/dl. The customer did not re-centrifuge the sample. The initial sample was centrifuged at 8g for 10 minutes. After the physician complained, the customer decided to check all high patient results. Upon repeat testing, the customer identified 1 other patient sample with discrepant results. Patient 2 initial result was 210 mg/dl. This result had been reported outside of the laboratory. The repeat result was 40 mg/dl. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 302853 with an expiration date of 30-apr-2019. The customer changed the sample probe. Calibration data from (B)(6) 2018 was acceptable. Qc data provided by the customer was within specification. The field service engineer (fse) visited the customer site and changed the seals of the syringes and checked the rotor adjustment. Based on the information provided, a general reagent problem can be ruled out since calibration and qc were acceptable. After the customer changed the sample probe, there were no further issues with high results. The investigation was unable to find a definitive root cause.